Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(6). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
A journal article was reviewed which described a prospective, randomized, open-label, single-center study in which patients were randomized to receive either phenprocoumon or dabigatran in addition to aspirin for long-term anticoagulation. The study was stopped prematurely for safety reasons after 16 patients were randomized. Patients experienced pump thrombosis, one transient ischemic attack and one patient had intermittent atrial fibrillation. All patients with pump thrombosis were primarily treated with intravenous alteplase according to the current recommendations. No pump exchange was required in these patients. There was one fatal cranial hemorrhage after switching from dabigatran to phenprocoumon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation summary: the device with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.